Event description:
The site reported the following: the veris monitor failed spontaneously 3 times during use. The monitor stopped working with a completely blank screen with no prior indication before shutting down. A veris monitor from another MRI site was used on that patient. There was no injury or adverse event reported. The subject veris monitor batteries were replaced by the site biomedical engineer and the system is reported to be working normally.

Manufacturer narrative:
(B)(4) service responded to the site. Service reported that the batteries in use at the time of the incident were the original batteries from when the system was installed. Those batteries were discarded by the site biomedical engineer when replacement was completed; therefore, they are not available for investigation. Product analysis has reviewed the information that was provided by the site and is awaiting the full service report. Once our investigation is completed, a follow-up report will be submitted.